Event description:
Reportedly, during a routine fu on (B)(6) 2024, the battery impedance was 1.8k ohms and safer was programmed. On (B)(6) 2024, the patient visited the hospital for slower pulse than usual, rrt and vvi mode were confirmed. The reply was replaced by an alizea device on the next day (other brand¿s v-lead was added at the time). Before the replacement, the patient had a ventricular high threshold of 7.5v / 1.0ms and a pacing rate of less than 1% before (B)(6) 2024. Because of the rrt, the pacing rate after (B)(6) was not known, so a detailed analysis was requested to clarify when the v pacing percentage increased and the battery depletion status.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a routine fu on (B)(6) 2024, the battery impedance was 1.8k ohms and safer was programmed. On 02-oct-2024, the patient visited the hospital for slower pulse than usual, rrt and vvi mode were confirmed. The reply was replaced by an alizea device on the next day (other brand¿s v-lead was added at the time). Before the replacement, the patient had a ventricular high threshold of 7.5v / 1.0ms and a pacing rate of less than 1% before (B)(6) 2024. Because of the rrt, the pacing rate after march was not known, so a detailed analysis was requested to clarify when the v pacing percentage increased and the battery depletion status.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data confirmed the switch to rrt of the subject device on (B)(6) 2024. The battery depletion is normal since the device was programmed in the ventricle at 7,5v/1ms and the device paced 48% in the ventricles from (B)(6) to (B)(6) 2024. The subject device was implanted on (B)(6) 2024 and explanted on (B)(6) 2024. It had been implanted for 7 years and 1,5 months. Since historical follow-up data from (B)(6) 2024 and (B)(6) 2024 have been provided, the estimation of the overall longevity could be performed. Based on available data, the expected overall longevity is estimated at ¿ 108,5 months. The implantation duration was 85,3 months which is higher than 75% of the estimated overall longevity (75% of 108,5 months = 81,4 months). Based on hrs guidelines, no premature battery depletion occurred. Upon reception, the subject device paces and senses. It presents with normal consumption. No noise had been detected. Electrical contacts between the inserted test leads and the outputs of the electronics are good. Based on the available data and on the analysis of the returned device, no premature battery depletion is suspected on the subject pacemaker. This case is retained and utilized for trend purposes.

Manufacturer narrative:
The review of provided data confirmed the switch to rrt of the subject device on (B)(6) 2024. The battery depletion is normal since the device was programmed in the ventricle at 7,5v/1ms and the device paced 48% in the ventricles from (B)(6) to (B)(6) 2024. The subject device was implanted on (B)(6) 2017 and explanted on (B)(6) 2024. It had been implanted for 7 years and 1,5 months. Since historical follow-up data from (B)(6) 2021, (B)(6) 2022, (B)(6) 2024. Have been provided, the estimation of the overall longevity could be performed. Based on available data, the expected overall longevity is estimated at 111,1 months. The implantation duration was 85,3 months which is higher than 75% of the estimated overall longevity (75% of 111,1 months = 83,3 months). Based on hrs guidelines, no premature battery depletion occurred. Upon reception, the subject device paces and senses. It presents with normal consumption. No noise had been detected. Electrical contacts between the inserted test leads and the outputs of the electronics are good. Based on the available data and on the analysis of the returned device, no premature battery depletion is suspected on the subject pacemaker. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during a routine fu on (B)(6) 2024, the battery impedance was 1.8k ohms and safer was programmed. On (B)(6) 2024, the patient visited the hospital for slower pulse than usual, rrt and vvi mode were confirmed. The reply was replaced by an alizea device on the next day (other brand¿s v-lead was added at the time). Before the replacement, the patient had a ventricular high threshold of 7.5v / 1.0ms and a pacing rate of less than 1% before (B)(6) 2024. Because of the rrt, the pacing rate after march was not known, so a detailed analysis was requested to clarify when the v pacing percentage increased and the battery depletion status.